Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Related mw report: # (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. D4: batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Patient was discharged. 2/9. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No discharged the nest day. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device a9dl02, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while stapler was attached to patient tissue, staple froze, would not go forward or backward. Surgeon needed to manually detach the tissue by pushing the override button. Removed from surgical field and opened a new.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. Please see attached related report.